Manufacturer narrative:
On 24th august, 2020 getinge became aware of an issue with one of surgical light - axcel. As it was stated, the handle interface ring was broken and particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. The device involved in the event is axcel (axcel sf evo lighthead - h fitting) with serial number (B)(6) and catalog number ard567510905. Manufacturing date is 18th of august 2011. Device has been 9 years in use when the failure occurred. It was established that when the event occurred, the surgical light did not meet its specification due to a broken interface ring of the handle leading to missing plastic particles, and it contributed to the event. It is unknown if the device was being used for patient treatment at the time when the particles went missing. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse, as far as getinge is aware. Per the investigation of the subject matter experts at the manufacturer the light head is conforming to the standard (B)(4) and therefore the light head handling cannot be the reason of this breakage in a normal use. According to this investigation excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither, and furthermore the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on powerled 500 the modification was engaged with the new supplier replacing the raw material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. There is also correction of the field catalog#. This is based on the result of an internal review, further email communication regarding the customer product complaint record revealed that proper catalog number is 567510905. #d4 previous catalog# 567510903, corrected catalog# 567510905.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 24th august, 2020 getinge became aware of an issue with one of surgical light - axcel. As it was stated, the handle interface ring was broken and particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination.